Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:30pm, the patient alleged the issue first occurred. The patient reported using insulin pump therapy to manage his diabetes. The patient was unable or unwilling to report whether he took any action in regards to his usual diabetes routine as a result of the alleged issue. On (B)(6) 2012 at 10:30am, after the alleged issue the patient reported feeling "sick and about to throw up." Additionally on (B)(6) 2012 at 11am, the patient reported taking food and/ or drink as treatment. At the time of troubleshooting, the cca documented that the patient was using the correct test strips, and they were not counterfeit. This was not the first time the patient used the subject meter, and there was no misuse of the product. The cca determined the battery did not need to be replaced. Additionally when the cca walked the patient through inserting a new test strip, the meter does not turn on. Replacement products were sent to the patient. There is no indication the alleged issue caused or contributed to an adverse event. The patient's symptoms do not meet lfs' criteria for a serious injury. Additionally, the patient denied seeking treatment for an acute complication of diabetes. However, this issue is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.